Event description:
A patient in the neurosurgical ICU received a lumbar drain on (B)(6) 2015. On (B)(6) 2015 the lumbar drain was functioning appropriately when checked at 7am. However, the drainage was scant. Between 7am and 10:30am, the patient was ambulated with nursing assistance around the unit and sat up to the chair. At 10:30am when the medical doctor checked the lumbar drain, the catheter was found hanging out of the patient with a large piece of catheter retained inside the patient. Nursing was unaware of this occurrence and stated that there was no pull on the catheter. The catheter appeared broken and snapped off at skin site. Tegaderm dressing and sutures were intact. Stat CT lumbar was performed and distal end of broken catheter seen at level right l4 spinous process. The patient required additional surgery to retrieve the retained piece of the catheter. Clinical engineering evaluated the portion of the catheter that was found hanging out of the patient, but was unable to make an assessment as to the reason that the catheter may have broken.